Event description:
"Literature article entitled ""the adjustment of the rotational alignment of the distal end of the extramedullary guide to the anteroposterior axis of the proximal tibia in total knee arthroplasty"" written by hideki mizu-uchi, md, phd, hidehiko kido, md, tomonao chikama, md, kenta kamo, md, satoshi kido, md, and yasuharu nakashima, md, phd, published by thieme j knee surg published online on (B)(6) 2021 was reviewed. The article's purpose was to investigate the effect of displacement of the distal end of extramedullary guide relative to the tibial coronal alignment while adjusting the rotational alignment of the distal end to the ap axis of the proximal tibia in tka. Of 50 knees, 22 were replaced with the pfc sigma ps150 knee system (depuy synthes, johnson & johnson, warsaw, in) and 28 were replaced with the attune knee system (depuy synthes). Postoperative findings stated that the ideal coronal femoral component and coronal tibial component angles were obtained in 94.0% (47 of 50 knees) and 96.0% (48 of 50 knees) of operations, respectively."

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.